Manufacturer narrative:
(B)(4). Eval: results: (cva), (history of cerebral infarction). Conclusion: (history of cerebral infarction).

Event description:
Additional information was received. It was reported that the patient expired five years ago. No further information can be obtained regarding the patient¿s death. The physician assessed the device and procedure relation as unknown.

Event description:
A talent thoracic stent graft sys was implanted in a pt for the endovascular treatment of a 38mm diameter x 30 mm long saccular aneurysm at zone 4 approx 14 months ago. The proximal and distal aortic necks were 31 mm in diameter. There was no calcification or thrombus. A talent tf3434 was implanted at zone 4 without issues. It was reported, post stent graft implant, the pt experienced a cva/stroke. The physician assessed the cva/stroke as related to the talent stent graft and procedure. The physician commented that the cerebral infarction was confirmed when the pt recovered from anaesthesia at the time of the initial implant, disturbance of consciousness was confirmed. Medication was started from that day, and after that, rehabilitation treatment was started. This phenomenon may have happened because of thrombus due to possible scratching of the vessel wall when deciding the implant position; however, this cannot be confirmed. Thirteen months post stent graft implant initial procedure, the pt's symptom are not in exacerbation, but clearly recuperation is not confirmed, either. No additional clinical sequelae were reported.